Manufacturer narrative:
B5 - per the reporter "the patient's vault is currently stable, and the doctor is considering maintaining follow-up observation and not replacing the lens again for the time being". Claim # (B)(4).

Manufacturer narrative:
H6 - work order search: no additional similar complaint type events within associated lots were found. Secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. Claim# (B)(4).

Event description:
A healthcare professional reported that following a replacement implantable collamer lens (icl) implantation procedure, the problem was not resolved. Additional information provided "the second ticl was implanted vertically and postoperative follow-up observation". Cause of the event is unknown. There are multiple medical device reports associated with this patient. This report is 1 of 2 total reports. Based on the information provided, the risk assessment for our product, and our experience, we have determined the cause or contribution to the reported issue is not indicative of a manufacturing related issue or product deficiency.